Event description:
Patient had an dignicare fcd in place. On this particular patient, on this particular day, the injection port spontaneously falls off and the fcd needs to be replaced. This happed x3 known times this weekend. Happens regularly, nurses just replace it and discard it. Then nurse had the packaging from the replacement that also had a port fall off and it is lot ngbz3294. Generally, one of the ports is found in the bed or the floor. It seems to be happening more frequently.